Event description:
It was reported that the pt's device was explanted due to suspected premature depletion. The parameters in 2009 were: electrodes 1+ 3-, 4.5 v, 90us, 185hz, and therapy impedance was 729 ohms. The hcp intended on replacing the device. No symptoms or outcome were reported. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.